Manufacturer narrative:
Additional information was received the field experience report on 5/17/2018. The final fill volume of the impacted product was 390ccs. On (B)(6) 2018 bilateral prosthesis replacement with mentor smooth round moderate plus profile 375cc saline prostheses was performed. The mentor failure analysis lab received the device for evaluation on 5/17/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The device history record (DHR) of lot number 5861666 was reviewed on 6/1/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: mentor smooth round moderate plus profile 375cc saline prosthesis, catalog #3502375, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent primary breast augmentation with a mentor smooth round moderate plus profile 375cc saline prosthesis and experienced left deflation post procedure. At the time of this report, mentor has received no information regarding an expected explantation date, however, future bilateral prosthesis replacement is indicated.

Manufacturer narrative:
Device evaluation summary: the device was returned to mentor without fluid inside. Brown material was observed within the device. No foreign material was observed on the shell surface. During examination, the product evaluation team (pe) observed creases on both aspects. A rent measuring approximately 0.1 cm was discovered within a crease on the posterior aspect. No other anomalies were found. The complaint was confirmed since a rent was found on the device. However, at this point, it is not possible to determine the root cause of such damage. The device history record (DHR) of lot number 5861666 was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All implants are 100% inspected before leaving the facility. There is no evidence that the issue is related to the manufacturing process. Breast implants are not considered lifetime devices, and deflation is a known complication associated with these devices as referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).